Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic. Device interrogation revealed loss of capture and r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to explant and replace the lead. During the procedure, the implantable cardioverter defibrillator (ICD) set screw was loose, so the ICD was explanted and replaced as well. There were no patient consequences.

Manufacturer narrative:
The reported field event of a loose connection was confirmed. Functional testing was performed, which included pace output testing, impedance measurements, high-voltage output testing, and sense testing, and the device showed normal function. In-lab assessment and testing showed the left ventricular (lv) set screw was stripped and contained septum material in the hex cavity. The material in the hex cavity prevented full insertion of the torque driver and was the cause of the field event. The set screw anomaly was consistent with having occurred during the procedure.